Event description:
Complaint that the head panel does not stay in the up position, drifts down on its own. No injury alleged.

Manufacturer narrative:
Technician replaced left and right head panel gas spring to resolve this issue. Stretcher from emergency room.